Manufacturer narrative:
The handpiece was received at the MFR for service. During the evaluation the saw caused a blade to break. Based on the investigation details, the likely cause was an improper e-box calibration, which affected speed and blade retention. Service reprogrammed and upgraded the handpiece.

Event description:
The handpiece was returned to the MFR for service, and during the eval the saw caused a blade to break. There was no pt involvement at the MFR during the event. There were no adverse consequences reported.